Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient experienced a loss of stimulation/therapy this morning when he woke up as there was a return of tremors. The patient programmer was used to confirm that the patient's implantable neurostimulator (ins) battery was low. The implantable neurological stimulator recharger (insr) was used and indicated the battery was 1/4 full and stimulation was off. The patient was able to turn stimulation back on and begin charging without issues. Follow-up was conducted to obtain what circumstances led to the reported loss of stimulation and the patient stated that he let the battery get too low. No other information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.